Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on (B)(6) 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around, x-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6) 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose- specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component."

Manufacturer narrative:
The reported event is for disassociation of the acetabular liner from the shell and resulting dislocations. No allegations were made regarding the stem. The stem is separated from the liner by the head and therefore does not come in contact with the liner and could not have contributed to the disassociation of the liner. Based on the information provided, there is no indication this product may have contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on (B)(6) 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around, x-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6) 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose- specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.